Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2015. Multiple manual power ups of mainly ten minutes duration, were observed in the device memory between the (B)(6) and the (B)(6) 2015. The last log entry on the (B)(6) 2015 records a successful auto self-test. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore, a slight fluctuation was observed on the pogo-pins, however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.